Event description:
The customer reported that there was a line on the image. No images were provided for review. No additional information was given. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The customer did not provide images for review and did not return the panel for evaluation. No further investigation could be performed. (B)(4).